Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Review of the most recent repair record determined the rotation check failed. There was damaged to the fork and eccentric bearing. The oscillating system was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and serial combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2. Foreign - russia. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the oscillating saw jams at a certain angle and movement stops. No patient involvement. Attempts have been made and no further information has been provided.